Manufacturer narrative:
Product analysis the device returned with a puncture to the balloon material at the proximal balloon bond. The balloon folds were open. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035-inch guidewire was loaded via the distal tip with no resistance noted. Negative purge did detect the presence of a leak on the device. The device was pressurised to 8 atm and a leak was observed from the puncture to the inflation lumen and balloon material. It was not possible to inflate the balloon and the device did not maintain pressure. There was no issue noted regarding the hub of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A physician was using an in. Pact av dcb. There was no tortuosity. The IFU was followed with no abnormalities found. The patient had stenosis. No resistance was felt. It was reported there was difficulty with inflation of the balloon and the balloon could not be inflated. Pre-inflation was performed on the stenosis site, and when the dcb was used at the end, a dilatation defect was observed and the procedure was completed. The balloon inflated via inflation device. (Product unknown) fluid used was saline mixed with a contrast agent. Liquid leak from the hub catheter. No patient injury was reported. When the device was returned to the facility for evaluation, it was noted that the balloon bond was damaged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.